Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the plunger was faulty. The field service engineer addressed the issue by replacing the plunger. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system the drawer 1 has malfunctioned. The customer reported that due to the drawer failure, they were able to obtain the medications from an alternative station. There were no adverse events or injuries reported based on this incident.